Event description:
Balloon catheter was inflated multiple times while performing a subclavian vein dilatation procedure. The balloon catheter was removed without incident, however, the catheter was reinserted in an attempt to dilate this tight stenotic vessel an eighth time. During this inflation the proximal portion of the balloon detached from the shaft. To prevent complete detachment of the balloon, successful surgical removal of the balloon catheter followed. The procedure was successfully completed with this balloon catheter. The pt's condition is good. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Follow up revealed this catheter was inflated multiple times and reinserted through a very tight stenotic vessel which co believes contributed to this event. However, without evaluating the device co is unable to determine the exact cause for this event. Directions for use state: "due to the thin wall thickness of the xxl balloon, xxl balloon catheters should not be used for procedures involving highly calcified lesions or synthetic vascular grafts... If loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."